Event description:
It was reported that the patient was having more grand mal seizures after vns was turned on. Patient's normal, not grand mal, seizures have not increased. Patient does not feel his magnet stimulation as strongly as he used to but he does feel normal mode stimulation. Good faith attempts with the physician to obtain additional information have been unsuccessful to date. The cause of increase in seizures is unknown at this time.